Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and displayed high pacing threshold measurements. The decision was made to surgically abandon this lead. There were no adverse patient effects reported.

Manufacturer narrative:
This lv lead was successfully replaced. No return to boston scientific intended because this lv lead was surgically abandoned. At this time there is no additional information. Should additional information become available this report will be updated.